Manufacturer narrative:
Follow-up #1: date of submission 12/20/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 11/29/2016 with the following findings: investigation revealed an inoperable bolus button. There were no signs of physical damage on the bolus button cover. Upon removal of the bolus button cover it was noted that the slug was missing. Unrelated to the original complaint, the battery compartment was noted to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an unresponsive audio bolus button. There was no indication that the product caused or contributed to an adverse event. This is reportable because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.